Event description:
It was reported that the hcu30 device kept turning off on the pt side when temperature heated to 26 degrees. The unit was swapped out for another. No pt effect reported. (B)(4). Ref # MFR 8010762-2014-00147.